Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. From the inspection result by local service department, the image abnormality occurred during the angle operation and the heat shock test. It was presumed based on the past similar case that the event occurred due to disconnection / short circuit of ccd cable or insulation breakdown inside the ccd. The disconnection / short circuit of the cable might be caused by handling such as (a) and the insulation breakdown of ccd might be caused by (b)-(d). But the exact cause of the reported event could not be conclusively determined. Excessive bending and pulling of insertion part and universal cords (physical stress) the ground wire of the system was not connected (static electricity applied) the scope connector was reseated with the system powered on (overcurrent) connected to the system with dirt and moisture attached to the contacts of the scope connector (short)

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the screen went black out with color bars at start up. In addition, the screen went black out when the angle was operated to down/right/left direction. There was no report of patient injury associated with the event.